Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a defects in the air/water nozzle. Furthermore, the following additional issues were identified during inspection: nozzle has foreign objects, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of the up/ down knob is out of the standard value, adhesive on the bending section cover or distal sheath (a-rubber) has a chip, adhesive on a-rubber has white-clouded area, due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, protector of universal cord on suction connector (s-connector) side is damaged, adhesives around objective lens has white-clouded area, adhesives around light guide (lg) lens has white-clouded area, plastic distal end cover/probe cover (c-cover) has a burn, c-cover has a scratch, distal end has a burn, connecting tube has a scratch, s-connector has discoloration, protector of universal cord on s-connector side is damaged, adhesives around objective lens has white-clouded area, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope exhibited air/water flow issues. The issue was found during inspection for use for a therapeutic, endoscopic submucosal dissection procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Customer feedback survey, h3 were inadvertently left out. Please see update to g2. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No foreign material was adhered to the scope. Facility was not aware of the foreign material adhered on the device. It was no delay to start of pre-cleaning and the water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. It is unknown if the customer flush the air/water nozzle / channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and any deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. - inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.